Event description:
It was reported that dislodgement occurred requiring additional intervention. The target lesion, which was 90% stenosed, was located in the moderately tortuous and severely calcified left circumflex artery. A 3.50 x 16mm synergy xd drug-eluting stent was selected for treatment. A non-boston scientific 6f guide catheter and a non-boston scientific 0.014-inch guidewire were also used. Two attempts were made to deliver the stent into the circumflex artery; however, the presence of moderate tortuosity, severe calcification, and a prior stent in the left main artery caused these attempts to fail. Upon removal of the stent inflation device, fluoroscopy revealed that the stent had inadvertently moved into the left main artery after detaching from the balloon before reaching the target lesion. This caused complications, as the stent was no longer in the intended position. The physician then attempted to pass a balloon through the undeployed stent, aiming to slightly inflate the balloon in order to engage the stent and pull it back into the guide catheter. However, this attempt was unsuccessful. Fluoroscopy showed that the stent had shortened and was now positioned in the distal left main and ostial lad. Due to the deformation of the stent and the inability to retrieve it, additional balloons were used to crush the stent against the vessel wall, ensuring continued blood flow. The procedure was aborted, and the patient fully recovered.